Event description:
The customer reported that the 840 ventilator stopped cycling while in use on a patient. The patient was not harmed or injured as a result of the event. Covidien technical support engineer (tse) troubleshot this issue with the customer over the phone and recommended running all calibrations also extended self-test (est), the short self-test (sst) and perform verification test (pvt), then exercise the ventilator on test lung for 48 hours. Covidien was not authorized to evaluate the device. The customer reported to have follow all the recommendations by tech support and he was not able to duplicate the alleged malfunction.

Manufacturer narrative:
(B)(4).